Manufacturer narrative:
The mayfield base unit was received for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the evaluation of the device could not duplicate the reported complaint. The lock of the device was functioning properly. With respect to the returned unit it has passed all specific functional testing requirements. Root cause - the functional testing and the evaluation of the device could not duplicate the reported complaint. The swivel lock of the device was functioning properly with not difficulty. With respect to the returned unit, it has passed all specific functional testing requirements. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock on the mayfield modified skull clamp was not adjusted right, and it was not possible to close the lock in several positions of the swivel base. The base does not slide into the next tooth position. There was no patient contact or injury.